Event description:
It was reported that during internal carotid artery (ica) aneurysm procedure the operator placed the microcatheter into the middle carotid artery (mca) and then another microcatheter to fill 15 long diameter coils. Next, the operator delivered the subject flow-diverter stent. When withdrawing the microcatheter, the operator encountered resistance and decided to withdraw the subject stent. During this, the delivery wire migrated from mca into the aneurysm. So, the whole stent system was withdrawn. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event. Unknown cause of 60 minute surgical delay.

Event description:
It was reported that during internal carotid artery (ica) aneurysm procedure the operator placed the microcatheter into the middle carotid artery (mca) and then another microcatheter to fill 15 long diameter coils. Next, the operator delivered the subject flow-diverter stent. When withdrawing the microcatheter, the operator encountered resistance and decided to withdraw the subject stent. During this, the delivery wire migrated from mca into the aneurysm. So, the whole stent system was withdrawn. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event. Unknown cause of 60 minute surgical delay.

Manufacturer narrative:
H3 device evaluated by mfg updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was found to be in a pre-deployed. Procedural fluids were noted. The stent was deployed without issue and the distal stent was noted to be unopened and dried procedural fluids were present. The stent was soaked in warm water and the stent was then found to be fully opened from both sides but was slightly deformed with frayed braid edges. The stent delivery wire (sdw) was found to be kinked/bent towards the distal end. The tip of the stent introducer sheath was not returned. Functional inspection to test the reported event: ¿stent flow diverter stent difficult/unable to re-capture into microcatheter¿ failed due to procedural fluids and damaged stent. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. Product analysis found the stent was in a pre-deployed state but when deployed was noted to be deformed. The distal sdw was kinked/bent. As per the event description "internal carotid artery (ica) aneurysm sized 32.54*26.19mm. Width of neck was 25mm. Placed the microcatheter to go into middle cerebral artery (mca) and then used another microcatheter to fill 15 long diameter coils. Then delivered a subject flow diverter stent 5.0*40 to deploy. When withdrawing the microcatheter, the operator could not retract it any more at the location of aneurysm. After several tries he tried to withdraw the stent and during this procedure the delivery wire migrated from mca to go into aneurysm. So he had to withdraw the whole stent system and used a angiography catheter to support a angiography catheter to back delivered into mca and delivered a microcatheter to deliver a 4.5*40 stent to deploy successfully. Then the operator used a balloon to dilate the stent to make sure it fully expanded and continued to fill 10 coils to finish the procedure. It is possible the patient¿s anatomy contributed the reported event during the procedure. An assignable cause of procedural factors will be assigned to the reported events: ¿¿unexpected movement of device¿, ¿flow diverter stent difficult/unable to re-capture into microcatheter¿ and ¿stent friction¿ and the analyzed events 'sdw kinked/bent', 'stent deformed' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.